Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced because when the physician was trying to reposition it, they couldn't get any stylet down through the lead. They ended up needing a new lead. 3/1/2016 - additional information from the field rep, this lead had dislodged.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.